Manufacturer narrative:
Additional information: based on the complaint information and the manufacturer's experience with this kind of devices, it is assumed that the reported problems are due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure, a device investigation of the explanted device is necessary. Additionally, in situ measurements show channel 12 to be deactivated due to elevated impedance. Re-implantation is being considered.

Event description:
Patient complains about intermittent disturbing noise which started months ago. Besides that, the performance is very good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient complains about intermittent disturbing noise which started months ago. Besides that, the perfomance is very good.